Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys would not display pt info regarding the radiation does at the bottom of the image. The image needs to be resized and reconfigured to include the necessary parameters. No pt injury was reported.